Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 19.0mmol/l with diabetic ketoacidosis, large ketones, extreme drowsiness, chest pain and emesis associated with an alleged history/settings issue. Reportedly, the patient was taken off the pump and then resumed with the same pump. The patient was given insulin via the pump and insulin via injection at the hospital by their health care provider. During troubleshooting with customer technical support, it was noted that the pump emitted a ¿low cartridge alarm¿ at 10:13pm sunday night before a ¿replace cartridge now¿ alarm at 12:52am. The pump was then not re-primed with new insulin until 8:33am the next morning. It was also noted that the basal delivery totals in the total daily dose did not match and there was a cartridge change. It was unknown whether or not all boluses were recorded correctly in the history or if the basal rates were delivered as programmed. This complaint is being reported because the patient experienced hyperglycemia associated with user error (not responding to the alarm in a timely manner) and not a pump malfunction.